Event description:
Twenty four hrs after stent placement, pt experienced a massive pulmonary thrombosis and cardiopulmonary arrest. Pt was resuscitated but suffered paralysis of the lower extremity and nerve damage ( cauda-equine ischemia). Reporter claims that these events were due to inappropriate anticoagulant therapy.